Event description:
During a follow-up conversation, the surgeon mentioned that last october a pt, with a thin lower leg, thin skin, and a superficial vein had blisters develop on the lower leg after a vein harvesting procedure. No other information was provided by the surgeon. The surgeon postulates that the blister might be due to pressure effect form insufflation in a thin leg with superficial vein. This report is filed because medical intervention was performed and not because of device malfunction as indicated by the reporting surgeon.